Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 26 mg/dl. The customer stated that he messed up his insulin pump somehow by changing out his infusion set. The customer was treated for his low blood glucose readings in the hospital. The customer declined to troubleshoot for low blood glucose readings. The customer was advised to monitor the pump.